Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the device would not inflate. The ipp was explanted and replaced. There were no patient complications reported.